Event description:
The patient did not feel proper stimulation coverage. An x-ray on (B) (6) 2010 showed the lead was at the t4-5 level. A similar device was at t9-10. The hcp determined that the lead had migrated. The lead was successfully revised. The day after surgery, there were coupling and communication issues between the implantable neurostimulator and the recharger. The bandages from surgery were still present. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).